Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: mdrf device code a0501 captures the reportable event of the material separation.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025, for the treatment of stones. During the middle of procedure, the physician noticed a small round transparent plastic disc in the patient's duodenum and appeared to be a part of the autocap. Reportedly, the plastic disc was removed with a rat tooth forceps. The procedure was completed with this device. There was no patient complications as a result of this event.